Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing a bad headache. The physician believed that there was a cerebrospinal fluid leak. The patient underwent a revision procedure wherein the leads were explanted and blood patch was performed. The patient was doing well.